Manufacturer narrative:
Devices have not been returned for evaluation.

Event description:
The surgeon inserted the bioraptor. When he went to tie it down, the suture pulled through the anchor and broke through the eyelet. He tried another anchor and had the same results. He finished case with arthrex. The surgeon is very familiar with this technique and the patient had hard bone. The anchors were left in the patient.